Manufacturer narrative:
(B)(4).

Event description:
During squeezing and firing the stapler made a different sound than normally heard. It looked normal at first sight but after critical examination there was no proper hemostasis. The staple line was open at some points. The surgeon placed a new line of staples with another, new device.